Manufacturer narrative:
The local representative reported that from the physician's perspective, the root cause of the oor measurement may have been due to a small amount of tissue or fluid in the device header, although none were visually identified. The physician had flushed the header which seemed to resolve the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that during this patient's pre-discharge device, an automatic set-up was performed to optimize sensing and an out-of-range (oor) impedance message (greater than 400 ohms) was displayed. The local representative performed another automatic set-up and the device displayed another oor message. The device's tachycardia therapy mode is currently off. Ts recommended visualization of the electrode connection and tug test prior to loosening of the set-screw. Ts was informed that defibrillation threshold testing at the time of the implant procedure was successful. Subsequently, the local representative informed ts that the patient was presented back to the ep laboratory. The pocket was opened and the physician was unable to visibly see if the terminal pin was fully inserted. The set screw was loosen and the terminal pin of the lead was removed and re-inserted. The set screw was tighten and an oor impedance measurement was displayed after the device was placed in the pocket. The local representative suggested that the device header port should be flushed. It appears that at the time of the implant procedure, the device was placed in the pocket prior to insertion of the lead. At that time, a piece of tissue had become lodged in the header. The header port was flushed to make sure there was no residual tissue or bodily fluid preventing proper contact. The physician flushed the header port and the lead was re-inserted. The device was placed in the pocket and impedance measurements were normal. Repeated measurements during the remainder of the procedure were within normal range.